Manufacturer narrative:
Patient demographics such as age, date of birth, sex, weight, ethnicity and race were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Fse observed bubbles in wash pump; fse rebuilt wash valve, precision valve, replaced wash valve home sensor and replaced precision valve home sensor. Fse then verified system performance by obtaining passing high sensitivity system check and quality control. In conclusion, the cause of the non-reproducible accutni+3 results is a hardware malfunction. Beckman coulter internal identifier for this event is (B)(4).

Event description:
On 18dec2019 the customer reported that on (B)(6) 2019, non-reproducible erratic troponin I (access accutni+3) results has been generated on the laboratory's access 2 immunoassay system (part number 81600n and serial number (B)(4)) for multiple patient samples. The laboratory did not specify the number of patient samples involved. Accutni results were obtained between 0.00 ng/ml and 1.21 ng/ml. Correct result could not be determined. One patient with initially elevated accutni results also had a positive EKG (electrocardiogram) and was transferred to another facility. There was no report of additional change to patient management or therapy. Prior to the event, on (B)(6) 2019, a passing system checks was obtained. On 18dec2019, a passing system check and a passing accutni+3 calibration were obtained. The day following the incident, customer's level 1 accutni+3 quality control (qc) recovered at greater than three standard deviations above the customer's stated mean (not provided). Samples collected in urgent care in green-top (lithium heparin) vacutainer tubes and are then centrifuged at 3200 rpm [revolutions per minute], 5 minutes, room temperature. No further information regarding sample treatment or storage were provided.